Event description:
Device generated a result with an un-dosed test strip. The value product was not provided. No treatment received. A request was made for return product and replacement product was sent.